Event description:
It was reported that during an lar procedure that a part of staple malformed. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.